Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. Used a test keypad and the insulin pump responded properly to button presses. No frozen screen noted. The insulin pump had minor scratches on display window, scratched case, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and broken reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were sticking. The blood glucose reading was 81 mg/dl. Customer could not recall any significant events leading to this keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.